Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ ni. Initial reporter surgeon ¿ ni. This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. PMA 510(k) - this device is not distributed or manufactured in the united states; however, this report is being filed as zimmer biomet in (B)(4) manufactures a similar device under 510k number k982545.

Event description:
During a procedure, two cables fractured during clamping. It is not known if this caused serious injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the cable have torsion marks and fibers breakage, this should be linked with a damaged tensioning instrument. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to non conforming associate instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.